Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported events could not conclusively be established through this evaluation. No autopsy was performed. Heartmate ii lvas, serial number (B)(4), was not explanted for investigation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. "Introduction," lists bleeding and death as adverse events which may be associated with the use of heartmate ii lvas. ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to a severe diffuse intracranial bleed (icb) after a fall at home. The left ventricular assist device (lvad) operated as expected. The patient's death was not thought to be device or therapy related.